Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed without any device replacement. There were no patient complications nor injuries reported.